Event description:
It was reported that after 2 weeks of ECMO support, during weaning, a nurse noticed bleeding from the neck and detected the catheter had ruptured into two parts. The device was immediately removed. The device had broken at the proximal zone of the double lumen body. No patient injury was reported. ECMO-extra corporeal membrane oxygenation. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) has not received the device because the user discarded the disposable. Maquet cardiopulmonary (B)(4) received a picture of the broken device and was able to confirm the reported event. A supplemental medwtach will be submitted when additional information becomes available.